Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Pre-dilation was performed with the 1.5x20mm maverick 2 balloon inflated two times to nominal pressure and the balloon ruptured. Dilation was then performed with the 3.0x8mm quantum maverick balloon inflated 3 times to 18atm and the balloon ruptured. Ivus confirmed that there was no vessel damage. The procedure was completed with a different balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Pre-dilation was performed with the 1.5x20mm maverick 2 balloon inflated two times to nominal pressure and the balloon ruptured. Dilation was then performed with the 3.0x8mm quantum maverick balloon inflated 3 times to 18atm and the balloon ruptured. Ivus confirmed that there was no vessel damage. The procedure was completed with a different balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Correction: upn, catalog/model #. Device lot number, device expiration date, device manufactured date. Device evaluated by manufacturer - magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from two pinholes in the balloon wall 4mm from the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).